Manufacturer narrative:
Added medical history. Updated results code. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2010 were not provided. ??/??/??: [missing records: records for ¿wound infection at upper aspect of chevron incision and developed large incisional hernia¿ were not provided.] (B)(6) 2010: (B)(6). Operative report. First assistant: (B)(6). Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Procedure: opened incisional hernia repair with implantation of mesh. Complications: none. Condition: the patient¿s condition stable. Clinical note: ¿this is a 55-year-old gentleman who recently underwent a liver transplant. The patient subsequently developed a large wound infection and incisional hernia at the upper aspect of the chevron incision. The patient is unable to exercise and is severely limited by this incisional hernia. The patient is therefore undergoing an opened incisional hernia repair secondary to the large size of the hernia. The risks, benefits, and alternatives of the procedure were thoroughly explained and the patient agrees to proceed. Operative note: the patient was brought into the operating room. He was identified by name. He was then sedated and intubated. He was prepped and draped in the usual fashion. An elliptical incision was made from the xiphoid process to the most inferior aspect of the chevron incision, taking care to remove the entire scar from the previous operation. The tissue was then dissected down using electrocautery, and the hernia sac was easily entered. We then were able to excise the skin from the hernia sac thereby allowing us entry into the peritoneal cavity. The patient had very little amount of intraabdominal adhesions secondary to steroids and immunosuppressants. The adhesions included only a small amount of omentum to the anterior abdominal wall and hernia sac. These were easily transected using electrocautery and any vessels encountered were ligated and divided between hemostats. Once the anterior abdominal wall had cleared, we were able to visualize the fascial edges and realized that we needed to undermine the skin for a small amount. Therefore, the fascial edges were grasped and the skin was retracted. Electrocautery was then used to undermine the skin circumferentially around the fascial edges allowing us visualization of the edges. Considering that the defect was quite large and that the patient would not benefit from a primary repair, we decided to place a mesh. The mesh was eptse gore-tex dual mesh. The size of the defect was approximately 8 cm long, and 5 cm wide. Therefore, we felt that a 10-cm wide by 15-cm long mesh wound adequately fit within the space allowing for adequate overlap of fascia. We placed a series of #1 prolene u-stitches around the periphery of the hernia defect taking care to overlap approximately 2 to 3 cm of mesh in all directions. Once all stitches had been placed, we then proceeded to tie them down ensuring that no intraabdominal organs were caught within the stitches and that the mesh lay taut and good overlap. Once the sutures were tied down, we ensured that hemostasis was intact. The mesh was then further irrigated with antibacterial solution. The subcutaneous tissue was then closed with the series of interrupted 2-0 vicryl sutures. The skin was closed with running 4-0 monocryl stitch. The patient went to recovery room in good condition.¿ (B)(6) 2010: (B)(6). Implant record. Mesh, goretex dual mesh plus 10 x 15 x 1. W.l. Gore & associates. Catalog #: 1dlmcp03. Lot#: 06798043. Expiration date: 04/30/2014 0c. Site: abdomen. The records confirm a gore® dualmesh® plus biomaterial ((B)(4)) was implanted during the procedure. (B)(6) 2010: [missing records: records for ¿pathology for specimen incisional hernia sac¿ were not provided.] (B)(6) 2010: (B)(6). Tapia. Discharge summary. Date of admission: (B)(6) 2010. Diagnosis: incisional hernia. Surgery: open incisional hernia repair with mesh. Hospital course: admitted for procedure. Underwent operation without complication, transferred to pacu for postop care. Diet slowly advanced. Only complaints during admission minor pain and nausea postoperatively. By postop day 3 tolerating p.o., ambulating, pain controlled, nausea subsided. Discharged good condition. Followup dr. Sherman. Avoid lifting weight greater than 10 lbs., wear abdominal binder. Instructions: allow steri-strips fall off on their own. Okay to shower, do not soak wound in tub, pool or hot tub. Vadim sherman, md. (B)(6) 2010: (B)(6). History and physical. Incisional hernia. Status post oltx [orthotopic liver transplantation], undergone previous incisional hernia repair, now recurrence. Abdomen: 4-5 cm reducible hernia at chevrel, small umbilical hernia. Plan: incisional hernia repair laparotomy possible open. (B)(6) 2010: (B)(6). Consultation. Dosing of prograf. Status post orthotopic liver transplantation for hepatocellular carcinoma associated with hepatitis c virus-induced cirrhosis, here for elective repair of incisional hernia and umbilical hernia. Hernias have caused discomfort, no other complications. Currently postop day 0 feeling well. (B)(6) 2010: (B)(6). Operative report. Preoperative diagnoses: recurrent incisional hernia. Umbilical hernia. Postoperative diagnoses: recurrent incisional hernia. Umbilical hernia. Procedures: laparoscopic incisional hernia repair with implantation of mesh (eptfe). Umbilical hernia repair. Complications: none. Patient condition: stable. Specimens: none. Blood loss: minimal. Clinical notes: ¿this is a 55-year-old gentleman who has undergone an orthotopic liver transplant in the past. The patient subsequently developed a wound infection at the upper aspect of his chevron incision and subsequent to this developed a large incisional hernia. The patient then underwent an open incisional hernia repair with implantation of mesh; a 10 x 15 cm gore-tex eptfe mesh was used at that time. Patient presented recently with a recurrence of this hernia. As well, the patient states that he has an umbilical hernia which is reducible. Intraoperative findings included a large recurrence at the chevron incision with migration of the previous mesh. As well, the patient had a primary reducible umbilical hernia. The risks, benefits, and alternatives of the procedure were thoroughly explained. The patient agrees to proceed. Operative note: the patient was brought into the operating room. He was identified by name. He was then sedated and intubated. He was prepped and draped in the usual fashion. A 12-mm vertical incision was performed through the umbilicus and tissue was dissected to the umbilical ring. Blunt dissection and sharp dissection were then employed in order to delineate the umbilical ring. A small amount of umbilical fat was located within the umbilical ring and this was pushed back into the abdomen. A 12-mm trocar was then placed into the umbilical ring and the abdomen was inflated to a level of 15 mmhg. Inspection of the abdomen revealed that there were omental adhesions to the previous and now recurrent incisional hernia. The colon was identified and found to be at a distance away from the incarcerated omentum. Two additional 5-mm trocars were then placed in the left and right abdomen at the level of the umbilicus. We then began with a meticulous dissection of the incarcerated omentum. This was performed with the harmonic scalpel. Again, we ensured that there was no intestine that was present within the hernia sac. Once we were content that there were no intestinal organs there we proceeded with harmonic dissection. The fat was easily reduced from the incisional hernia and there was good hemostasis during the course of the dissection. Once the abdominal wall had been cleared, we then continued to clear some minor adhesions that were between the implanted liver and the anterior abdominal wall. Inspection of the liver also showed that it was normal. There were no signs of any cirrhosis or any other gross abnormality. The patient did have a very small amount of intra-abdominal ascites which was clear, but otherwise intraoperative findings were normal. Once the entire abdominal wall had been cleared were able to assess the size of the defect as well as examine the previous mesh. We found that the previous mesh had migrated and had contracted around the upper aspect of the fascia defect. We attempted to remove the mesh, but considering how adhered it was to the margins of the fascia we felt that for hemostasis it was better to simply leave it in place and place a new patch over the defect. The hernia defect was measured and found to be 8 cm in longitudinal length and approximately 7 cm in width. Therefore, in order to have appropriate coverage we planned a 15 x 19 cm gore-tex eptfe mesh and soaked in antibacterial solution. The plan was to place the mesh such that there was at least 4 to 5 cm coverage of normal fascia around all angles. Therefore, the mesh was cut down by 2 cm in its lateral aspects in order to make it 15 cm longitudinally versus 17 cm in width. We then proceeded to place transfascial fixation sutures at 4 quadrants meaning north, southeast and west on the mesh and then rolled up the mesh and placed it into the abdomen through the 12-mm port. We endured that there was enough normal fascia around the margins of the mesh where there was good overlap. The most significant spot was at the most superior aspect of the defect where we had to manage the xiphoid and the transplanted liver to ensure that there was enough space to place a transfascial stitch. Once the mesh was in place it was unrolled and the adhesive side was placed towards the anterior abdominal wall. The gore-tex suture-passer was then introduced at the most superior aspect of the upper abdomen as possible which gave us 4 to 5 cm of overlap with normal fascia. The transfascial fixation sutures were grasped and the mesh was brought up to the anterior abdominal wall. The same was repeated for the other 3 quadrants of transfascial fixation sutures allowing the mesh to now be secured to the anterior abdominal wall. We had more than adequate coverage of the entire defect and normal fascia and the mesh lay taut. These 4 transfascial fixation sutures were then tied down. We when proceeded to circumferentially place spiral tacks around the periphery of the mesh. These tacks were placed approximately 1 to 2 cm apart in order to ensure that there were no gaps that could lead to any acute obstruction. Lastly, 4 additional transfascial fixation sutures using gore cv2 suture were then placed between each of the previously placed sutures. The gore-tex suture-passer was used to do this. Having completed this, the mesh was now secured in 8 spots as well as all the spiral tacks. The abdomen was checked for hemostasis and found to be intact. Lastly, we addressed the umbilical hernia. The 12-mm trocar was removed. A gore-tex suture-passer with 0 vicryl was then used to create a closure. We tied down the suture and then ensured that it was sealed to air which it was. The abdomen was then desufflated and all trocars were removed. Skin was closed with subcuticular stitches. The patient went to the recovery room in good condition.¿ (B)(6) 2010: (B)(6). Implant sticker/record. Gore dualmesh® plus biomaterial 15 x 19 x 1. W.l. Gore & associates. Catalog#: 1dlmcp04. Lot#: 7534930. Expiration date: 10/30/2012 0c. Site: incisional. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/7534930) was implanted during the procedure. There is no mention of gore device removal in the records. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code . H6: updated investigation findings. H6: updated investigation conclusion: d17: appropriate term not available for ¿false claim¿ . H6: health effect impact code: f26: no health consequences or impact . H6: medical device component: g07002: appropriate code/term not available for ¿false claim¿. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim and no problem detected. Previous patient code (3190) was reported based on the original complaint and is no longer applicable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2010 through (B)(6) 2010 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial devices. Patient information: medical history: hepatocellular carcinoma associated with hepatitis c virus inducted cirrhosis. Steroids and immunosuppressant therapy. (B)(6) 2010: history esophageal banding. Esophageal banding . Surgical procedures: date unknown: orthotopic liver transplantation [(B)(6) 2010 hernia repair operative note states ¿...recently underwent liver transplant¿.] (B)(6) 2010: opened incisional hernia repair with implantation of mesh. Implant gore® dualmesh® plus biomaterial. (B)(6) 2010: laparoscopic incisional hernia repair with implantation of mesh (eptfe). Umbilical hernia repair. Implant gore® dualmesh® plus biomaterial. Implant #1 preoperative complaints: (B)(6) 2010: clinical note: ¿this is a 55-year-old gentleman who recently underwent a liver transplant. The patient subsequently developed a large wound infection and incisional hernia at the upper aspect of the chevron incision. T he patient is unable to exercise and is severely limited by this incisional hernia. The patient is therefore undergoing an opened incisional hernia repair secondary to the large size of the hernia.¿ implant #1 procedure: opened incisional hernia repair with implantation of mesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp03/06798043, 10cm x 15cm x 1mm thick, oval] . Implant #1 date: (B)(6) 2010 [hospitalization dates (B)(6) 2010]. Description of hernia being treated: ¿an elliptical incision was made from the xiphoid process to the most inferior aspect of the chevron incision, taking care to remove the entire scar from the previous operation. The tissue was then dissected down using electrocautery, and the hernia sac was easily entered. We then were able to excise the skin from the hernia sac thereby allowing us entry into the peritoneal cavity. The patient had very little amount of intraabdominal adhesions secondary to steroids and immunosuppressants. The adhesions included only a small amount of omentum to the anterior abdominal wall and hernia sac. These were easily transected using electrocautery and any vessels encountered were ligated and divided between hemostats. Once the anterior abdominal wall had cleared, we were able to visualize the fascial edges and realized that we needed to undermine the skin for a small amount. Therefore, the fascial edges were grasped and the skin was retracted. Electrocautery was then used to undermine the skin circumferentially around the fascial edges allowing us visualization of the edges.¿ implant size and fixation: ¿considering that the defect was quite large and that the patient would not benefit from a primary repair, we decided to place a mesh. The mesh was eptse [sic] gore-tex dual mesh. The size of the defect was approximately 8 cm long, and 5 cm wide. Therefore, we felt that a 10-cm wide by 15-cm long mesh wound adequately fit within the space allowing for adequate overlap of fascia. We placed a series of #1 prolene u-stitches around the periphery of the hernia defect taking care to overlap approximately 2 to 3 cm of mesh in all directions . Once all stitches had been placed, we then proceeded to tie them down ensuring that no intraabdominal organs were caught within the stitches and that the mesh lay taut and good overlap. Once the sutures were tied down, we ensured that hemostasis was intact. The mesh was then further irrigated with antibacterial solution. The subcutaneous tissue was then closed with the series of interrupted 2-0 vicryl sutures. The skin was closed with running 4-0 monocryl stitch.¿ (B)(6) 2010: discharge summary. ¿underwent operation without complication, transferred to pacu for postop care. Diet slowly advanced. Only complaints during admission minor pain and nausea postoperatively. By postop day 3 tolerating p.o. [Oral intake], ambulating, pain controlled, nausea subsided. Discharged good condition.¿ revision #1 implant #2 preoperative complaints: (B)(6) 2010: history and physical. ¿incisional hernia. Status post oltx [orthotopic liver transplantation], undergone previous incisional hernia repair, now recurrence . Abdomen: 4-5 cm reducible hernia at chevrel, small umbilical hernia. Plan: incisional hernia repair laparotomy possible open. (B)(6) 2010: consultation. Dosing of prograf . Status post orthotopic liver transplantation for hepatocellular carcinoma associated with hepatitis c virus-induced cirrhosis, here for elective repair of incisional hernia and umbilical hernia. Hernias have caused discomfort, no other complications.¿ (B)(6) 2010: clinical note: ¿the patient then underwent an open incisional hernia repair with implantation of mesh; a 10 x 15 cm gore-tex eptfe mesh was used at that time. Patient presented recently with a recurrence of this hernia. As well, the patient states that he has an umbilical hernia which is reducible.¿ revision #1 implant #2 procedure: laparoscopic incisional hernia repair with implantation of mesh (eptfe). Umbilical hernia repair. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/7534930, 15cm x 19cm x 1mm thick, oval]. Revision #1 implant #2 date: (B)(6) 2010. Description of hernia being treated: ¿a 12-mm vertical incision was performed through the umbilicus and tissue was dissected to the umbilical ring. Blunt dissection and sharp dissection were then employed in order to delineate the umbilical ring. A small amount of umbilical fat was located within the umbilical ring and this was pushed back into the abdomen. A 12-mm trocar was then placed into the umbilical ring and the abdomen was inflated to a level of 15 mmhg. Inspection of the abdomen revealed that there were omental adhesions to the previous and now recurrent incisional hernia. T he colon was identified and found to be at a distance away from the incarcerated omentum. Two additional 5-mm trocars were then placed in the left and right abdomen at the level of the umbilicus. We then began with a meticulous dissection of the incarcerated omentum. This was performed with the harmonic scalpel. Again, we ensured that there was no intestine that was present within the hernia sac. Once we were content that there were no intestinal organs there we proceeded with harmonic dissection. The fat was easily reduced from the incisional hernia and there was good hemostasis during the course of the dissection. Once the abdominal wall had been cleared, we then continued to clear some minor adhesions that were between the implanted liver and the anterior abdominal wall. Inspection of the liver also showed that it was normal. There were no signs of any cirrhosis or any other gross abnormality. The patient did have a very small amount of intra-abdominal ascites which was clear, but otherwise intraoperative findings were normal. Once the entire abdominal wall had been cleared were able to assess the size of the defect as well as examine the previous mesh. We found that the previous mesh had migrated and had contracted around the upper aspect of the fascia defect. We attempted to remove the mesh, but considering how adhered it was to the margins of the fascia we felt that for hemostasis it was better to simply leave it in place and place a new patch over the defect.¿ implant size and fixation: ¿the hernia defect was measured and found to be 8 cm in longitudinal length and approximately 7 cm in width. Therefore, in order to have appropriate coverage we planned a 15 x 19 cm gore-tex eptfe mesh and soaked in antibacterial solution. The plan was to place the mesh such that there was at least 4 to 5 cm coverage of normal fascia around all angles. Therefore, the mesh was cut down by 2 cm in its lateral aspects in order to make it 15 cm longitudinally versus 17 cm in width. We then proceeded to place transfascial fixation sutures at 4 quadrants meaning north, southeast and west on the mesh and then rolled up the mesh and placed it into the abdomen through the 12-mm port. We endured (sic) that there was enough normal fascia around the margins of the mesh where there was good overlap. The most significant spot was at the most superior aspect of the defect where we had to manage the xiphoid and the transplanted liver to ensure that there was enough space to place a transfascial stitch. Once the mesh was in place it was unrolled and the adhesive side was placed towards the anterior abdominal wall. The gore-tex suture-passer was then introduced at the most superior aspect of the upper abdomen as possible which gave us 4 to 5 cm of overlap with normal fascia. The transfascial fixation sutures were grasped and the mesh was brought up to the anterior abdominal wall. The same was repeated for the other 3 quadrants of transfascial fixation sutures allowing the mesh to now be secured to the anterior abdominal wall. We had more than adequate coverage of the entire defect and normal fascia and the mesh lay taut. These 4 transfascial fixation sutures were then tied down. We when proceeded to circumferentially place spiral tacks around the periphery of the mesh. These tacks were placed approximately 1 to 2 cm apart in order to ensure that there were no gaps that could lead to any acute obstruction. Lastly, 4 additional transfascial fixation sutures using gore cv2 suture were then placed between each of the previously placed sutures. The gore-tex suture-passer was used to do this. Having completed this, the mesh was now secured in 8 spots as well as all the spiral tacks. The abdomen was checked for hemostasis and found to be intact. Lastly, we addressed the umbilical hernia. The 12-mm trocar was removed. A gore-tex suture-passer with 0 vicryl was then used to create a closure. We tied down the suture and then ensured that it was sealed to air which it was. The abdomen was then desufflated and all trocars were removed. Skin was closed with subcuticular stitches.¿ ¿intraoperative findings included a large recurrence at the chevron incision with migration of the previous mesh. As well, the patient had a primary reducible umbilical hernia.¿ conclusion: implant #2 gore® dualmesh® plus biomaterial 1dlmcp04/7534930 . It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 7534930. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2010 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred. It was reported the patient alleges the following injuries: mesh migrated and contracted, mesh unable to remove, additional surgery. Additional event specific information was not provided.